Event description:
It was reported by hvt sales representative that a unknown model valve, size 29mm was explanted due to unknown reasons. Sales representative will follow up with more information once she picks up the device. Device will be returned by the sales representative once the hospital¿s pathology department releases the valve to her.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via a telephone call from a hvt sales representative. A device history record review is currently in process. A request for additional information was requested from the sales representative on 03/26/10 to no response.

Manufacturer narrative:
A device history record was not possible due to no lot/serial number was provided.

Event description:
A customer's friend reported the customer compared readings they received on their freestyle freedom lite blood glucose meter (349 mg/dl, 353 mg/dl, 469 mg/dl and 414 mg/dl) to readings received on a health care provider's meter (249 mg/dl, 253 mg/dl, 369 mg/dl and 314 mg/dl). The customer's friend additionally reported the customer experienced an adverse event, ("stopped breathing"), when they lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.